Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner has damage on the outer edge. Scuffing is present on the inner surface of the liner. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 4 months and 26 days after implantation due disassociation. While walking, the patient heard a noise. During operation, it was confirmed that the liner disassociated from the cup. The procedure was completed using another liner. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010243. Item name: g7 osseoti 3 hole shell 50mm d. Lot # 65558785. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.